Event description:
Patient was treated with hyaluronidase application 750 ui + aas 300 mg.

Event description:
Healthcare professional reported injecting a patient with 0.2 ml of juvéderm® voluma¿ with lidocaine into nl and patient developed acute vascular occlusion. Patient experienced pain at one point in the right nasal ala but sees that the patient has good capillary filling. Event is ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.